Event description:
Boston scientific received information that this right atrial (ra) lead was explanted for an unknown reason. Additional information has been requested; however, no further information has been received. No adverse patient effects were reported. Additional information indicated this lead was explanted due to an infection.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, visual inspection noted the returned lead segment measured 382 millimeters (mm). The conductor coil was stretched between 40 to 303mm. The insulation was torn around the circumference, 86mm from the terminal pin. There were setscrew marks noted in the terminal pin and ring and blood/body fluid was noted in the lumen. A sharp bend was observed in the lead segment, the whole segment was one large curve. Microscopic analysis found several breaches/cracking from 80mm to 86mm, 281mm to 287mm, and 360mm to 361mm from the terminal pin. The insulation around these areas appear frosted and yellow due to environmental stress cracking. Analysis could not determine if the insulation damage was prior to or at the explant procedure. It is unknown if it was breached/cracked completely, or perhaps the insulation had started to crack, then with the pulling at explant tore completely apart. The conductor ends appear to have been cut at explant.